Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 3 of 5 on the homechoice machine(hc). The home patient(hp) also stated system error 2367 alarm occurred. The technical service representative(tsr) advised the hp to cycle power twice to clear them. The tsr advised the hp the supplies are compromised and the hp will need to start over with new supplies. The hp stated she wants to take the rest of the night off. The tsr advised the hp to call the nurse in the next 24 hours to let her know what happened and inform her of any missed therapy. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Additional information: the problem was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.